Event description:
It was reported a revision surgery was performed due to loosening.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical concluded, insufficient clinically relevant supporting documentation was provided; therefore a thorough medical investigation cannot be performed. The patient impact beyond the revision itself cannot be concluded. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.